Manufacturer narrative:
Patient identifier not available for reporting (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a procedure to implant a variable angle distal humerus plate (va dhp) plate for a distal humerus fracture on (B)(6) 2017, the head of one of the va locking screws broke when surgeon was inserting it into the plate hole. Surgeon suspects the screw broke due to excessive force caused by not using the torque limiting attachment during fixation. The fragment was retrieved. Surgery was completed with a delay of approximately 30 minutes while the fragment was retrieved. No further medical intervention was required. Concomitant devices reported: va dhp plate (part number unknown, lot number unknown, quantity 1) this report is for one (1) va locking screw. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the complained cortex screw shows that the screw head is indeed broken off. The anodized color on the screw is partly abraded and the hex at the screw head shows signs of usage. Furthermore the thread flanks, close to the screw head, are rounded and worn. As the lot number was not provided we cannot determine when this screw was manufactured. The event description describes that the surgeon hasn't used a torque limiter for the final tightening. Therefore it is likely that a mechanical overloading situation (by not using a torque limiter) was most probably the reason for the breakage. Per the surgical technique guide: when inserting screws under power, final tightening should be done using manual screwdriver and torque limiter. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.